Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in germany:"bolus application after pump-stop"according to the customer:"we have a perfuser here that's had an incident. Dr. Krauss would like to know whether the 13. 07. 23 a bolus application of 30 ml before or after a pump stop. The perfuser was used in dialysis. We looked at the data and came to the conclusion that the piston was moved away from the piston plate sensor (vacuum in the pipe) and that the "bolus" was triggered."

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. The device was not available. Only the history data was sent for investigation. 2. Results: 2.1 the device history files were analyzed. A b.braun ops 50ml syringe was inserted and was filled to 45ml. The infusion was started and a few minutes later the error message "plunger malfunction/syringe catched" occurred. A bolus on the device did not found in the device history files. 3. Judgment: 3.1 the complaint could not be confirmed.